Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead had decreasing sensing values since implant and were eventually low. The threshold measurements were periodically high. The lead had possibly micro dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.